Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The device would not fully boot-up when powered on. Physio replaced the device's system pcb assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed system pcb assembly was further evaluated and it was observed that the single board computer was inoperative which caused the device to not be able to fully boot-up.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process. There was no patient use associated with the reported event.